Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned having problems with their implant device. They stated they can have therapy on for only couple minutes and the implant charge goes down to zero. Pt confirmed they were able to charge the implant without any issues but the battery level would go down to zero within couple minutes. During call, pt mentioned they were currently charging their implant because battery level reached zero after 2 days of use. Agent clarified that two days of use might be normal if pt therapy settings are high enough. Pt stated they were using same therapy settings as usual which is group c with stimulation at 190 but now they need to charge more often than before. The patient was redirected to their healthcare provider to further address the issue. Pt was given national answering service (nas) number. Pt could not confirm the exact month of when issue started, they stated it maybe was end of november.

Event description:
Pt called back from number registered requesting a spanish speaking (ss) agent. Pss utilized the language line to communicate w/ pt since ss agent was ooo. Pt explained they had met with rep in person today after being redirected to their hcp. Pt explained that after the rep checked their spinal cord stimulation (scs) they were told to contact pats to request the following items for replacement to resolve reported issue (ins battery depleting too fast): recharger (insr), patient programmer (pp)-"b/c it's an old one. Pss honestly don't know" <(>&<)> recharging belt. Pss offered to call pt back after consulting with a senior pats agent. Pss made outbound call to pt thorough the language line. Pss reviewed with caller everything appears to be working as intended; therefore, replacing external components would not resolve ins depletion rate. Pss redirected pt back to their hcp when asked what they should do b/c before they only had to charge ins every week where now its everyday or two days. Pss reviewed therapy settings/usage affect ins battery depletion.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.